Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the broviac central venous catheter products that are cleared in the us. The pro code for the broviac central venous catheter products is identified. The device is labeled for single use. A lot history review could not be performed as the lot number was not provided. The sample was not returned for evaluation, however two photographs were provided for review. The investigation is inconclusive for the alleged break. The root cause cannot be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 0601620ce, port & catheter accessories, allegedly experienced a break. This information as received from a single source. This malfunction involved an eight year old male patient with no consequences. The patient's weight was not provided.